Manufacturer narrative:
(B)(4).

Event description:
According to the reporter they closed the jaws of the device on pulmonary tissue but the jaw reopened on its own. The surgeon changed the cartridge for another with the same result. He then used a reload meant for thicker tissue. This one could be partially activated but also reopened. The same scenario happened with 3 other cartridges. The surgeon was under the impression that the tissue was too thick even though he used force to close and activate the cartridges. No cartridges could be activated. He ended up closing with cautery scissors and sutures. There was bleeding of more than 500 cc but the exact quantity is unknown. Surgical time was delayed by more than 30 minutes. No medical intervention required. No unanticipated tissue loss or tissue damage. No reinforcement material used. Nothing fell in the surgical cavity. Patient current status reported as ok.

Manufacturer narrative:
(B)(4) post market vigilance (pmv) led an evaluation of four endo gia 60mm articulating extra thick reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that reload 1 was partially fired to the 4.5 cm cut line. The anvil clamping mechanism of reload 1 was deformed. Visual inspection of the cartridge revealed that reload 2 was partially fired to the 4.5 cm cut line. The anvil clamping mechanism of reload 2 was deformed. Additionally, reload 2 had damage to the cutting edge of the knife blade noted during microscopic inspection. Visual inspection of the cartridge revealed that reload 3 was partially fired to the 4 cm cut line. The anvil clamping mechanism of reload 3 was deformed. Additionally, reload 3 had damage to the cutting edge of the knife blade noted during microscopic inspection. Visual inspection of the cartridge revealed that reload 4 was fully fired. The anvil clamping mechanism of reload 4 was deformed. Each reload was loaded into a post market vigilance instrument for functional testing. Reloads 1 - 3 were applied to test media with proper transection and staple formation. Reload 4 was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.